Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. Initially, the balloon had difficulty loading onto the wire. After crossing the lesion, the balloon was inflated; however, the balloon ruptured. The device was removed and the procedure was completed with another 2.5mm x 220mm x 150cm coyote balloon catheter. No patient complications were reported. It was further reported that the target lesion was 90% stenosed and was located in the non-tortuous and heavily calcified left anterior tibial artery. The balloon ruptured at 4 atmospheres on the first inflation and the device was completely removed.

Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. Initially, the balloon had difficulty loading onto the wire. After crossing the lesion, the balloon was inflated; however, the balloon ruptured. The device was removed and the procedure was completed with another 2.5mm x 220mm x 150cm coyote balloon catheter. No patient complications were reported.